Event description:
It was reported that during testing the device had low output voltage, only 12v. The speed was low and the voltage output was low. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event had been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.